Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 135 mg/dl to 185 mg/dl. Troubleshooting was performed with tandem technical support and "thick, viscous fluid" was seen exiting the patient line. Reportedly, customer changed infusion set tubing to resolve the issue and resume insulin therapy.